Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic multiple incisional herniorrhaphies with mesh reconstruction of the abdominal wall. The patient experienced seroma and infection.